Event description:
The report rec'd via our affiliate indicated that the hub of the guiding catheter was noted to be cracked, after opening the sterile pouch. There were no defects noted on either the outer box or the sterile pouch. The prod was noted to be properly stored. The prod was not used clinically. The prod is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.